Manufacturer narrative:
(B)(4). Additional: a dispensed suture and a detached needle of product code d10057 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The device history review could not be conducted, because the batch number of the complaint is unknown. Per the sample condition, the assignable cause of the pull off suture needle was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was detached easily from the suture during use. There were no adverse patient consequences reported.